Manufacturer narrative:
(B)(4). The customer purchased a replacement defibrillator. Physio-control determined the cause for the malfunction to be tin whisker growth between legs five and seven of the charge pak and on/off switch flex assembly. The tin whisker depleted the internal hlc battery.

Event description:
It was reported that the device had the charge pak (cp, internal hlc battery charger) icon illuminated and the customer had to replace it frequently. Physio-control evaluated the device and found a malfunction that depleted the internal battery prematurely. The internal battery was discharged and the device was unable to provide defibrillation therapy. There was no patient use associated with the event.